Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: there were no results logs attached to the ticket at the time of the elevated complaint investigation; however, the ticket states that a molecular application specialist (mas) analyzed the run in question. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 and components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506531. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 and components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 identified two additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531. Both tickets were independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a u.s. List 9n77-95 lot number.

Event description:
Customer reported a false negative result when running the realtime sars-cov-2 assay. Review of the log files associated with the run in question, indicate that the questioned sample has a flat amplification plot. The sequence of testing: 1. The sample was aliquoted into 2 tubes. 1 sent to national public health laboratory (nphl) and one sent to the customer stronghold diagnostic lab (sdl) 2. Sample was tested on seegene at sdl and generated a positive result. 3. As part of lab internal quality control, they decided to run this sample on realtime sars-cov-2 assay, which generated a negative result. 4. Sample was retested on thermofisher, and genexpert in nphl, which generated a positive result. Lab has reported the sample as positive based on the seegene result, therefore suspect realtime result had no impact on patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.